Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 450mg/dl and insulin pump alarmed for no delivery during bolus or prime. Customer states that insulin not exited and cannula was not bent. Product will be return for analysis.